Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Visual inspection after removal of the instrument housing revealed a broken conductor wire at the proximal end by the waterfall pulleys. It was indicated that the broken conductor wires in this area are typically due to the conductor wire being pinched between the main tube and input roll gear during assembly. The damage on this conductor wire appeared to be about 1/8" more proximal than what was typically expected. Possibly, the conductor wire was pinched between the waterfall pulleys or the wire was pinched between the main tube and input roll gear before it got fully stretched out. The customer reported complaint does not itself constitute an MDR reportable event; however, the findings during failure analysis can lead to instrument arcing and could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci-assisted radical cystectomy procedure, the maryland bipolar forceps instrument was unable to be energized. The user completed the procedure using the backup instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.